Event description:
The complainant reported that during a diagnostic catheterization over the bifurcation, the catheter kinked. They were able to remove the catheter through the sheath introducer then use another catheter to safely complete the procedure. There were no adverse pt effects and the doctor did not need to take any interventional action.